Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic tube connector of a clearlink system continu-flo solution set fell off the main tube. This issues was identified during setup and preparation prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.